Event description:
Additional information received reports that troubleshooting was able to resolve the issue.

Manufacturer narrative:
A case of patient reported putting his device in MRI mode, but even after this, he couldn't connect again with his ipg was reported to abbott. Rep was informed that troubleshooting was done and ipg is working again. Field technician was able to connect the ipg with a clinician programmer (after receiving "trying to recover ipg" message). When connecting, it was verified that the programs for the ipg were reset. The patient was reprogrammed and has effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received on the ipg information and has been included in this report.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient was unable to disable MRI mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
B3: event date is estimated; the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.